Event description:
On (B)(6) 2019, the lay user/patient contacted lifescan (lfs) USA, alleging that his onetouch ultra2 meter displayed inaccurately high results compared to two other meters. The complaint was classified based on the customer care advocate (cca) documentation following a review of the call by a senior cca. The patient alleged that the subject meter had been reading inaccurately since an unspecified date in (B)(6) 2018. He reported that on unspecified dates, he obtained alleged inaccurately high blood glucose results of ¿500, 400, 450 and 480 mg/dl¿ on the subject meter compared to ¿200 mg/dl¿ on an emergency medical services (ems) meter and a result of ¿504 mg/dl¿ on the subject meter compared to an unknown result on his doctor¿s meter. (Meter to other meter comparisons do not reasonably suggest that a malfunction has occurred. There can be no presumption as to which meter¿s reading is erroneous as the comparison is not made to a calibrated reference method). The patient manages his diabetes with insulin (sliding scale). It is unclear if he made any changes to his usual diabetes management routine as a result of the alleged issue. He reported that on an unspecified date he ¿passed out¿. He indicated that he received no treatment for his symptom, but that ems was contacted. At the time of troubleshooting, the cca noted that the meter was set to the correct unit of measure. The patient confirmed that his test strips were within expiry date and had been stored correctly in an intact vial. The patient described the correct testing steps and confirmed that an approved sample site had been used to collect the blood samples. The patient did not have control solution to test the meter and test strips and the cca provided education on its use and appropriate comparisons. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed a symptom that meets lfs¿ criteria for a serious injury adverse event, i.e. Passed out, after the patient obtained alleged inaccurately high blood glucose results on the subject meter.

Manufacturer narrative:
The lay user/patients meter and test strips have been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. In addition, a device history record review was performed on the subject meter lot. The review did not identify anything that could adversely impact product performance or function. Lifescan also conducted an evaluation of the test strip lot and concluded that this lot did not breach the thresholds set for escalation and no systemic issue was observed. Analysis was not possible for the returned test strips due to unknown storage and handling preventing the allegation being physically investigated. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed.